Event description:
It was reported that during the surgery using the gamma targeting device, the drill missed the distal portion of the rod. After an approximately 10 min delay, the surgery was completed successfully.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.